Event description:
It was reported that three days after the implant procedure, this right ventricular (rv) lead was explanted due to a microdislodgement related to patient condition and lead location during the original implant. A new rv lead was successfully implanted. No adverse patient effects were reported.